Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "retaining ring of the screwdriver striking cap no longer holds properly. The surgery was completed with another screwdriver." On (B)(6) 2026 - information received from sales rep: but I think the ring was bent and was still on the instrument.